Event description:
Lens was removed and replaced due to the pt's intolerance of halos at night.

Manufacturer narrative:
The complaint device associated with this event has not been received by the MFR for evaluation. Product history records confirm all documents indicate the product met release criteria. The cause of this event is undeterminable at this time.